Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The inspiratory pressure transducer printed circuit board (pcb) has been investigated. The reported pre-use checks test failure was reproduced during testing of the inspiratory pressure transducer pcb in a reference ventilator, and alarms were generated during ventilation testing. Ocular inspection showed corrosion traces that had affected several components on the inspiratory pressure transducer pcb which is the cause of the reported failure. Our conclusion is that moisture has caused the observed corrosion.

Event description:
(B)(4).

Manufacturer narrative:
A field service engineer has been on site and started the investigation. A printed circuit board was replaced. The replaced part was requested for investigation but not yet received. A supplemental MDR report will be sent when the investigation is completed.